Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va03lmy, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type :extension. (B)(4).

Event description:
It was reported they were not able to adjust stimulation. The display showed ¿call your doctor¿ icon on the patient programmer. There was an out of regulation (oor) condition. They had seen that for about 3-4 weeks prior to report and were able to bypass with the navigator key and used his stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va03lmy, implanted: (B)(6) 2013, product type: lead. Product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information reported the patient did not have any concerns with their device or therapy.